Event description:
In regard to the burn marks, the patient didn't know how it happened. They noticed it only when they put that battery on and the system controller beeped connect to power. The battery wasn't exchanged yet, and the patient wasn't using the battery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of marks on the contacts of a 14 volt battery was confirmed via submitted photos; however, the reported event of a connect to power alarm was unable to be confirmed. A customer submitted photo revealed black residue, consistent with corrosion, on several 14v battery contact terminals. The heartmate 14 volt lithium-ion battery (serial number (B)(6)) was not returned for analysis; however, it was stated that the patient will be at the hospital in may for a follow up and can bring the battery. If the product is received at a later date, the investigation will be reopened. Provided information stated that the patient did not know how the marks occurred. The issue was observed once the battery was put into use and the system controller alarmed ¿connect to power¿. It was stated that the marks look like either burn marks or corrosion. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The testing records were reviewed for the heartmate 14v battery (s/n: (B)(6)) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 3-¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries. Heartmate 3 patient handbook (rev. A) section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ the IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the customer stated they received a call from a patient who noted burn marks on a few of the contacts on one for their 14v batteries. No power related alarms were noted.